Manufacturer narrative:
Date of initial report: 2017-07-10. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device blade could not be retracted and the jaws of the device would not open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
One lf4200 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would deploy without difficulty. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.